Manufacturer narrative:
Updated fields: age at time of event, age units (patient), date of event, describe event or problem, other relevant history, concomitant products, brand name, unique identifier (UDI) #, version or model #, catalog #. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. Device evaluation: a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. A kink was observed on the catheter tubing approximately 54.6cm. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon and catheter tubing was performed and no leaks were detected. The reported problems cannot be confirmed by the evaluation. We were unable to conclusively determine if there were any leaks present on the iab due to parts of the iab were not returned for evaluation as we were unable to fully evaluate the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may contribute to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, on (B)(6) 2024, a leak occurred overnight. It was noted that the pump alarmed several times followed by blood in the helium tubing. The md was called and the patient went to the cath lab to have the iab replaced. The alarm log was printed and the alarms were all "check iab catheter". The insertion occurred on (B)(6) 2024, and was reported to be in the left axillary artery, which is not the method described in the device instructions for use. It was also noted that the physician had cut the catheter. The getinge representative enquired as to why this had occurred, but the staff member did not know the reason behind it. The iab catheter replaced with a new left axillary maquet linear 7.5 40cc iab. There was no patient harm or adverse event reported.

Event description:
It was reported that during therapy, a intra-aortic balloon (iab) leak occurred overnight. It was noted that the pump alarmed several times then there was blood in the helium tubing. The md was called and the patient went to the cath lab to have the iab replaced. The alarm log was printed and the alarms were all "check iab catheter". The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was also noted that the physician had cut the catheter. The getinge representative enquired as to why this had occurred, but the staff member did not know the reason behind it. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - dnp, aprn-cns, agcns-bc, ccrn, chse, cne clinical nurse specialist. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).